Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to 295 mg/dl while using the ilet system after not announcing a meal because he believed a salad contained no carbohydrates, and he independently changed cgm target settings without clinical guidance. Symptoms included elevated blood glucose without reported associated clinical sequelae. Outcomes included return to normal glucose range without hospitalization or emergency care. Investigation included case review and user education on meal announcement and maintaining clinically guided cgm targets. Investigation of this case revealed no device malfunction and suggested user-related factors, including missed meal announcement and self-directed cgm target changes, as plausible contributors, with the cause ultimately unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device failure and the presence of user-related variables. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.